Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory an evaluation of the device was performed. Review of the device memory confirmed that no low voltage alert, code 1003, was recorded and the device memory noted that both the temperature and battery voltage dropped prior to the day of tje attempted implant and remained low for a day after the attempted implant. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold and the device passed return product and electrical testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when this pacemaker was implanted and upon interrogation it was noted that the programmer displayed an error code which stated "voltage is too low for the estimated remaining longevity". A new device was used. The device will be returned. No adverse patient effects were reported.